Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-sep-2019 with the following findings:. During investigation, the complaint was reported on (B)(6)2018 , according to the pump history the pump was in use until (B)(6)2019 . Therefore all delivery and black box data from (B)(6)2018 has been overwritten. The pump passed all required testing for delivery accuracy the basal tdd history for 2019 is consistent and adds up correctly with basal program. The available black box and alarm history show no evidence of delivery malfunction. The pump was returned with a battery compartment crack above grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an inaccurate delivery event. It was reported that the patient experienced an unspecified elevated blood glucose level, without any other symptoms of hyperglycemia. This incident does not meet animas's definition of an adverse event. Customer support has made several attempts to contact the reporter in follow up; however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because there is an allegation against the delivery function of the pump.